Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of a burnt smell on a homechoice (hc) machine during use. During internal/external inspection fluid was observed in the door tubing, transducer tubing, pump tubing, and pressure bottles. No odor was detected at the cassette door or anywhere in the unit. It is possible the pneumatic fluid ingress is the cause of the reported problems, however there is insufficient evidence to be certain. The reported issue was not confirmed. The assignable cause was undetermined. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of smoke, sparks, burnt odor, fire from device.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report a burnt smell on a homechoice (hc) machine during use. The registered nurse (rn) stated that the hc had a burnt smell at the cassette door. The technical service representative (tsr) initiated a swap of the machine. The tsr did not discuss the use of continuous ambulatory peritoneal dialysis (capd) as the hc was a hospital unit. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.